Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. If implanted, give date: not applicable. If explanted, give date: not applicable. Telephone number: (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer sent in a fax indicating lens as defective. No further details were given. Customer service called the customer about it. They confirmed the implantation and event date as (B)(6) 2021. For gcb0000310 they reported the defect as one haptic missing, this was noticed upon opening the packaging. They ware unaware about the nature of the defect of gcb0000300. The surgery was completed with gcb0000305 sn (B)(4). They reported no issues regarding the patient. Both lenses were destroyed. No other information was provided.